Event description:
A nurse reported that a microscope would not focus through the doctor's port during a cataract procedure. The procedure was aborted. The procedure was completed the same day at another facility. The nurse stated that there was no product problem and was user error. The doctor had the head unit of the scope to close to the patients head and the microscope was not able to be focused at that distance. Patient impact is unknown additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed. The company representative noticed that the doctor was using the incorrect settings and resolved the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The scope was manufactured on june 24, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the doctor using the incorrect setting on the microscope. (B)(4).